Event description:
A ventilator was returned to a third party service center for preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device, a "service required" code was found in the ventilator's downloaded error log. The device's touchscreen display needs to be replaced to resolve the issue. Additionally, the air foam inlet filer was replaced due to preventative maintenance.

Manufacturer narrative:
H3 other text : serviced by third party service center.